Event description:
The laser system was being serviced by a company engineer and during the service visit, the gantry moved to the lowest z-position when the system was powered down. There was no pt involvement or injury.

Manufacturer narrative:
The service engineer removed the z-motor brake pads and cleaned the pads and breaking surface. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).